Manufacturer narrative:
Additional information was received that the patient underwent explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-4318 lot #: 18442546 description: clik x anchor model #: sc-2218-50 serial #: (B)(4)/ (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt the scs was causing right hip pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient felt the scs was causing right hip pain. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's device was causing pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient felt the scs was causing right hip pain. The patient will undergo an explant procedure.